Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating current test or verify failed battery test due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump was scrolling through the numbers during a bolus delivery. It was also found the customer replaced the battery and a failed battery test alarm occurred. The button error alarm occurred shortly after the battery replacement. The customer's blood glucose was 202 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.